Manufacturer narrative:
Information contained in this report was previously submitted through psr on 19/oct/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was implant exchange and lumps.

Event description:
Patient reported experiencing ¿a lump or thickening in or near the breast or in the underarm area,¿ side not specified. Device has been explanted. This record is for the right side.